Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that coil migration after 3 months coiling procedure. It was reported that patient was treated with concerto coil for a gonadal embolization. 3 months after, the patient went to the hospital with respiratory distress; the x-ray showed a coil device inside the left lung.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that coil migration after 3 months coiling procedure, for left and right gonadal vein, and both hippo gastric veins. The x-ray showed the whole coil. 2 additional coils were used to treat the patient. The patient has not received additional treatment for the respiration issue or the pelvic congestion ovarian issue. The patient is not on antiplatelet medication. The patient has a total of 4 coils implanted. The coils were confirmed to have been implanted in the correct location. The coils will not be removed from their current location. The patient is in good condition and does have concerns for the coils that are in her lung.